Event description:
It is reported that during a poly swap revision surgery in 2008, 17mm articular surface was attempted to be implanted but would not seat. A 15mm articular surface was attempted but also would not lock. Surgeon decided to pull out all old implants and revised the construct to an lcck. Surgery was delayed for 30 minutes.

Manufacturer narrative:
Eval summary - no product was returned. Engineering eval could not be done as the parts are not available. Device history records were reviewed and found to be conforming to the specifications. The cause of the poly not locking to the tibial tray could not be determined due to insufficient info. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.